Event description:
It was learned through implant patient registry (ipr) that a 23mm 11500a resilia aortic valve was explanted after an implant duration of 1 month and 23 days due to unknown reasons. The explanted valve was replaced with another 23mm 11500a aortic valve. The patient was in recovery post operatively.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: upon further investigation, it was learned through healthcare provider that this patient did not undergo a redo-avr surgery. This valve remains implanted in the patient with no reported issues. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.